Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. Device evaluation: visual analysis of the device identified a sharp opening on the anterior, clear fluid inside the device, linear opening, and white particles. A leak test identified a leak on the anterior. Based on the analysis of the device, the final assessment is: a sharp opening on the anterior, clear fluid inside the device, linear opening, and white particles. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Health professional additionally reported breast cancer "20 years ago"; the event of breast cancer is not related to the device. The device has been explanted.